Event description:
It was reported that during a procedure, two ultrasound catheters "were not recognized by the equipment." Approximately 50-60 minutes were spent trouble shooting before the procedure was cancelled. The procedure was rescheduled for three days later. No patient injury was reported by the user facility.

Manufacturer narrative:
Neither catheter was returned to stryker sustainability solutions for an evaluation. Information such as serial number, lot number, manufacture date, and expiration date are all unknown. Additional information from the user facility stated they were trying to use a ge console. These ultrasound catheters were siemens catheters. The identification pins on the ge consoles are different than the identification pins on the siemens consoles, which is reflected by the flex circuit of the catheter. As a result, siemens devices are not compatible with ge consoles. The catheters were not recognized as a result of incompatibility between the devices and console. The reported event is not occurring more frequently or with greater severity than is usual for the device.